Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shocks from their implantable cardioverter defibrillator (ICD) resulting in an interrogation of their device. Upon interrogation, it was noted that there was a lead integrity alert (lia) triggered, an alert for rv lead noise, and an alert for rv tip to rv coil lead impedance for the right ventricular (rv) lead. The rv lead exhibited non-sustained ventricular tachycardia episodes, high rate non-sustained episodes, elevated sensing integrity counter (sic), noise, no capture, and high/undefined pacing impedance. Also noted was noise with pocket manipulation and with any patient movement and double counting of atrial output and qrs when the patient was lying still. The patient received inappropriate shocks dues to oversensing. The rv lead was confirmed to be fractured. Initially the lead was reprogrammed off and an attempt was made to implant a new rv lead. The procedure was unsuccessful due to patient anatomy. Three days later a successful procedure capped the fractured rv lead and a new rv lead was placed. No further patient complications have been reported as a result of this event.